Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/14/2015. The fse found that the blood sampling valve (bsv) was not rotating properly. The fse replaced the bsv and the bsv actuator, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported leak from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer during startup after performing preventive maintenance. The volume of the leak was about 1 ml and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.